Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius customer service that the patient passed away in their sleep while connected to the liberty select cycler. Additional details pertaining to the event were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6)2026 when the family found them completely lethargic. The patient then became unresponsive. 911 was called. Emergency medical services (ems) responded and attempted to resuscitate the patient with no success. The patient was pronounced deceased in the home. The cause of death has not been documented. The family opted for no autopsy to be performed. It was confirmed that there was no reported issue with the patient¿s treatment on the cycler prior to the family finding the patient lethargic.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient event of death. However, there is no documentation of a causal relationship between the use of the cycler and the death event. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient was found completely lethargic and then subsequently went unresponsive and could not be resuscitated. Although maintenance dialysis prevents death from uremia, mortality among patients with end-stage kidney disease (eskd) remains high. Patients on dialysis have a substantially higher multivariable-adjusted mortality than patients not on dialysis who have cancer, diabetes, or cardiovascular disease. The only known medical history factor for this patient was that they had a clotting disorder (unspecified). It is unknown whether that played into the patient¿s death. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius customer service that the patient passed away in their sleep while connected to the liberty select cycler. Additional details pertaining to the event were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6) 2026 when the family found them completely lethargic. The patient then became unresponsive. 911 was called. Emergency medical services (ems) responded and attempted to resuscitate the patient with no success. The patient was pronounced deceased in the home. The cause of death has not been documented. The family opted for no autopsy to be performed. It was confirmed that there was no reported issue with the patient¿s treatment on the cycler prior to the family finding the patient lethargic.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler showed signs of physical damage; the heater tray was found to be damaged (dent). There were no visual indications of dried fluid within the cassette compartment on the pump, and no visual indications of particulates within the cassette area. Additionally, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An as-received simulated treatment (with reduced dwell times) was performed on the cycler and passed. The cycler underwent and passed a valve actuation test and a system air leak test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.